Manufacturer narrative:
During testing the device did not deliver a dose when the button on the bolus cord was pressed. This was due to a damaged bolus connection socket o the bottom end cap of the device. The damaged socket disabled the bolus cord operation. The cause of the damage bolus connection socket was abuse of the device in the customer environment. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, the device did not deliver a dose when the button on the bolus cord was pressed.